Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose was 200 mg/dl.